Event description:
It was reported that the device exhibited noise consistent with emi. The patient stated that he does have some exposure to electronic devices that may emit stronger electromagnetic fields. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.